Event description:
Additional information was received from the manufacturer representative (rep) reporting that the recharger was replaced at the patient¿s appointment on (B)(6) 2026 and that resolved the recharging issue. No additional information was received clarifying what the malfunctions were.

Manufacturer narrative:
H6. Codes a071102, a13, and a0706 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the message "unable to recharge" (screen 74) persisted and charging could not be performed. The antenna position was adjusted and charging was reattempted, however, the "unable to recharge" message occurred repeatedly. As a precaution, a reset was performed, which resulted in "device not detected" and recharging was guided, but the recharging failure still occurred. It was stated that there had been previous malfunctions, and an appointment was scheduled for on (B)(6) 2026. When asked if the "previous malfunctions" were regarding ins issues or external device issues, the representative noted that this was unknown. It was believed that contact from the physician to the manufacturer had probably already been made. Since the situation in which charging could be performed had not been resolved, it was requested that the appointment date be moved up and that consultation with the medical institution be conducted.